Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Surgeon complained about stryker's tritanium hemispherical cluster cluster acetabular shell. The shell needed to be replaced due to lack of affixing to the acetabulum and needed a revision surgery. Surgeon had said, "this was only the second cup he has had to replace in all of his years of practice and that he would not recommend the cup to anyone." He replaced the cup with a competitor trabecular cup.